Event description:
The home patient (hp) reported experiencing shoulder pain, similar to excessive air, while using the homechoice cycler for apd therapy. Follow-up with the hp reveals they initially felt shoulder pain during dwell 2 of 4 using the homechoice cycler in 2001. The hp relates they placed the cycler into a manual pain and the pain was relieved for the remainder of the therapy. The hp relates they again felt pain during therapy the next day and they went to the ER as a result. X-rays taken during the hp's ER visit confirmed the presence of air in the hp's peritoneum. According to the hp, they were released from the ER the same day with no pt injury or medical intervention. The hp relates they continued to experience shoulder pain for another 2 days.